Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch on april of 2019, importer report # (B)(4). Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. Without a lot# it could be canaan or cuautitlan. (B)(4). PMA / 510(k)#: k980987 or k151766. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that scales marking error occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter. "Material no: 309657 batch no: unknown. It was reported that multiple syringes were missing the marking's for dosing on them. Per medwatch report: emergency center staff noticed and reported that multiple 3ml syringes did not have markings on them for dosing. The effected product was removed from service before reaching any patients, however, lot information was not recorded prior to removal."